Manufacturer narrative:
H3 other text: device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, asthma. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging asthma, dizziness and headache. The patient outcome code grid is corrected in this report. In this report, box h has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, asthma (new or worsening). Additional information received on 10/17/2025 from long text. Additionally the manufacturer received information that the patient alleging nose irritation, skin irritation, nausea, vomiting and inflammatory disease. Box h: patient outcome code grid was updated.